Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely leakage occurred at biopsy channel and water invaded scope connector during device handling by the user. As a result, an abnormality of the electrical component occurred, which led to error message e315. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii bronchovideoscope had no image and an e315 unsupported scope error message was displayed on the screen. The issue was found when preparing the device for use in a diagnostic procedure. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
An olympus field service engineer (fse) visited the site to check the device. The fse verified the scope displayed an e315 error code on two different systems. The customer reported to the fse that the scope worked well on the previous day and they had another scope to continue with the procedure. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following and recommended for replacement: distal end insertion tube; control unit; scope connector unit; circuit board unit and there was electrical continuity error due to water invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.